Event description:
On (B)(6) 2011, a (B)(6) male patient, with aaa, ischemic cardiac disease, and post percutaneous coronary intervention underwent aaa repair. The patient's anatomical form was not suitable for the procedure because the right internal iliac artery and both common iliac arteries were aneurysmal. The right internal iliac artery was coil embolized. Three of the iliac leg grafts were placed in the left side. The final angiography confirmed a major endoleak, the physician suspected it as a type I endoleak and repeated additional ballooning. He performed an angiography in the graft and determined the leak as a type IV from the image of large leak from the inside the graft. Act was approx 230. He decided to take a wait-and-see approach and completed the procedure. The patient did not show problematic symptoms.

Manufacturer narrative:
Event evaluation: still under investigation.